Event description:
Boston scientific received information that this right ventricular (rv) lead had low impedances of approximately 200 ohms and very high thresholds. The pacemaker is dependent and the physician planned to place a new system. Additional information received from the local sales representative stated that the impedances had decreased just below 200 ohms. The system was surgically abandoned and a new system was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.